Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The filament was re-calibrated and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had an error code displayed at boot up. No patient injury was reported.